Event description:
It was reported to globus that a patient has undergone revision surgery due to a fortify core separating from the fortify endplate at s1. Initial surgery was an l5 corpectomy with fortify I cage spanning from l4 to s1. Revision surgery took place (B)(6) 2013.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and a complete review could not be completed as the lot number was not provided. The investigation could not determine the exact cause of the reported issue. The fortify spacer is comprised of a upper endplate, a core, and a lower endplate. Since the core separated from the lower endplate, both the core and lower endplate will be reported on in this MDR. Eval of x-ray and CT/MRI images provided show a disassociation of the lower endplate from the lower portion of the core. Required supplemental fixation was not in place when disassociation occurred. Implants evaluated from inventory were found to be dimensionally and functionally acceptable. If the implant is returned for eval, a supplemental report will be submitted. Device 2: brand name: fortify I 20mm lower endplate; common device name: fortify I 20mm lower endplate; model#: 137.484.